Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No display anomaly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case, broken belt clip slot and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 8.4 mmol/l. The customer stated that the bolus button does not respond well anymore. The customer stated that when they press the bolus button several times, the display returns black. The customer will be sent a replacement pump.